Event description:
Subluxation/dislocation-patellar/femoral. Severe. Definitely not device related. Rehospitalized on (B) (6) 2007. Treatment revision/component removal: tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.